Event description:
It was reported an external water leak was observed originating from ¿the connection between the filter outlet and the tube¿ of the oxiris set during prime. The leak was due to unspecified damaged to the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. H10: the actual device was not available; however, photographs and video were provided for evaluation. During visual inspection of the provided photographic samples, the return screwed connector was observed cracked. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause could be due to shock during shipping or storage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.